Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent system (outer body, inner body, stent and rhv) was returned and one rhv (rotating hemostatic valve) was returned. Visual and microscopic inspection of the device found that the outer body proximal shaft was found to be slightly compressed at approximately 59.0 cm distal to the strain relief. The outer body middle shaft and distal shaft were also compressed along its length. The stent section and distal tip marker were also compressed. There were no anomalies noted with the coating or rhv. The inner body was in the outer body. The inner body bumper marker was butted against the stent proximal markers and the stent was in the outer body distal shaft. The inner body was kinked at 7.4cm from its proximal end and observed to be separated at 10.0cm from its proximal end. The inner body was pulled out of the outer body and a lot of friction was felt when the inner body was being pushed in the outer body. The inner body was also noted to be compressed on its distal shaft. No other anomalies were noted. Functional testing could not be performed, but the inner body was pushed from its proximal and pulled from its distal and stent was able to deployed on the lab bench table. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu continuous flush was maintained, resistance was encountered during advancement of the device through the patient's anatomy. And there was 70% stenosis and calcification at the lesion and the device could have been damaged during the procedure, probably due to the high stenosis/calcification noted at the target lesion. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the inner body of the stent stabilizer system was found to be separated. No consequences to the patient were reported.